Event description:
It was reported that a pt under went an unk surgical procedure in 2009. The reservoir functioned properly upon the first activation, and as intended for one day. In thenext day, the reservoir inflated with air readily. The device was replaced with another reservoir. There was no adverse pt consequences. Subsequently, it was found that air leaked from the exit port of the reservoir and there was a tear on the exit port.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.